Event description:
It was reported that the system 9800 was locked up in an exposure mode where intermittently uncommanded exposures were made. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It is unlikely for a patient or operator to be injured due to the additional dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits. The x ray controller circuit board and the interface cable were replaced. The system was tested and found to be working as intended and placed back into service.